Event description:
The pump was returned for investigation. Investigation revealed that buttons on the keypad were intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the up arrow and down arrow buttons were intermittently responsive, while the contrast and ok buttons responded properly. The keypad was torn and there was contamination found under the contrast, up arrow, and down arrow button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).